Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 31jul2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the defective touchscreen and calibrated it to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.